Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a restenosis, mildly calcified, mildly tortuous left anterior descending artery lesion with 85% stenosis. A 3x18 mm xience sierra drug eluding stent (des) was advanced to the target lesion. However, the balloon did not inflate at the time of stent deployment. An additional 3x18 mm xience des was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.